Event description:
Laparoscopic procedure for ectopic pregnancy in progress. Surgeon and resident experienced difficulty with bovie, specifically the control of foot pedal for use of cautery. The patient's bleeding became difficult to control and the procedure was converted to an open procedure. The patient did not experience any complications and has recovered.